Event description:
It was reported that on (B)(6) 2021, a 28mm amplatzer amulet was implanted with no reported complications. On (B)(6) 2022, the patient was seen for three-month follow up and transesophageal echocardiogram (tee) was performed. Device related thrombus was noted and the patient was put on dual antiplatelet therapy (dapt). The patient's medication regiment was adjusted and the patient returned home in stable condition. Clinical study patient ID: (B)(6).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of thrombus was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.